Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that they had notified their healthcare provider (hcp) about the event. Appointment dates of (B)(6) 2015 were noted. It was unknown what had led to the event; the patient used stimulation every day, all day. The generator was replaced on (B)(6) 2015. They had requested a multi-positional device to better control their pain.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported her ins was going bad and was looking into a replacement with her health care professional. The patient stated she had an increase in recharging frequency and had not changed settings/programming. Follow-up was being conducted to determine cause and steps taken to resolve the reported issue. Indication for use included chronic low back pain and lumbar radiculopathy.